Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead had possible infection. No intervention was performed, and the patient had no adverse consequences.